Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 27, 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 11:00 pm, while in (B)(6), the patient obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. The patient experienced the symptom of "high blood sugar", and took the action of consuming less food. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not report any symptoms indicating severe injury, and he denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.